Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed partially dislodged force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. (B)(6). Recall # 2531779-03/24/2010-003-r. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to the complaint, the contrast button was found to be intermittently responding; the keypad was removed and contamination was found under the button contact. This issue is not likely to cause an adverse event because the contrast button has no effect on insulin delivery function.